Event description:
It was reported that an arteriotomy closure of a mildly calcified and heavily tortuous right common femoral artery was attempted using a starclose se device with a 6f sheath after an interventional heart catheterization procedure. Reportedly, when the sheath was starting to split, the sheath would "kink" and the clip would prematurely fire prior to depressing the trigger. Hemostasis was achieved using manual arterial compression. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported sheath split was confirmed; however, the reported premature clip deployment could not be confirmed. Analysis of the returned device found the clip remained on the carrier tube. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have caused or contributed the reported event. A query of the electronic complaint handling database indicated there had been no similar incidents reported for this lot. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Manufacturer narrative:
(B)(4). The starclose se device was deployed in a mildly calcified right common femoral artery. Per the instructions for use - do not deploy the clip in areas of calcified plaque. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.